Manufacturer narrative:
Mckinley medical was told by the complainant that the breakage occurred with a catheter contained in the ambulatory infusion system convenience kit. The catheter was not returned to mckinley. Mckinley medical purchases the catheter from another manufacturer and includes it along with other components, in a convenience kit. Mckinley has forwarded information concerning the breakage to the catheter manufacturer.

Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an ambulatory infusion system kit. The report was received from a distributor for the manufacturer. An end-user customer reported that a catheter included in the kit (used for administration of a local anesthetic agent) broke upon removal from the surgical site during the procedure.